Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of ams was confirmed via review of the device image in the laboratory. The device was tested on the bench and revealed normal device characteristics. No anomalies were found.

Event description:
It was reported that the patient was in an ongoing ams episode, but no evidence was noted on the report summary. The report summary stated the patient was in atrial tachycardia 100 percent of the time. The device was explanted.